Event description:
It was reported that the customer was dispatched through emergency medical services for low blood glucose on (B)(6) 2022. Customers blood glucose reading was 1.8 mmol/l. The customer did not experienced symptoms due to low blood glucose. The customer treated low blood glucose with food. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege over delivery on insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.